Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer felt symptoms of nausea. The customer treated their blood glucose levels with manual injections. The customer's current blood glucose was 110 mg/dl. The customer did not troubleshoot and did not send the product back for analysis. The customer was advised to change their sets and monitor the issue.